Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) was returned and evaluated at zoll manufacturing corporation. The evaluation of electrode belt sn (B)(4) is currently underway at zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. Download fault flags were identified, but downloading is a secondary function of the device and does not interfere with the device's ability to detect and treat a patient. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor sn (B)(4): 03/10/2014 reuse. Electrode belt sn (B)(4): 07/10/2014 reuse. The investigation into the event concludes that there was no device malfunction. Cause and effect analyses were conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock were lack of response button use. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was multiple counting of tall t-waves. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a lifevest patient passed away. Review of the event indicates that the patient experienced a defibrillation event consisting of two shocks the day prior to the patient's death. The first shock was delivered on (B)(6) 2015 at 4:18:50pm while the patient was in sinus tachycardia at 175bpm. The post-shock rhythm was sinus tachycardia at 135bpm with pvcs. Multiple counting of tall t-waves contributed to the false detection. A non-treatable rhythm was detected following the first shock at 4:19:05pm. An arrhythmia was again detected at 4:27:10pm and a shock was delivered at 16:27:41 for ventricular fibrillation. The post-shock rhythm was sinus bradycardia at 40bpm. A non-treatable rhythm was detected at 16:28:02. The patient reportedly passed away the following day on (B)(6) 2015. There are no alleged deficiencies against the device.